Manufacturer narrative:
In troubleshooting the reported problem with the reporter via phone, olympus technical support and the reporter isolated the cause to a bad cable.

Event description:
Olympus was informed of a report that an image could not be obtained. The problem was found on installation of the device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the vide cable.